Manufacturer narrative:
Analysis was performed remote service personnel which included troubleshooting. The control panel showed that the sound settings were configured correctly. The investigation found that the speaker cable was disconnected from the pc in the network closet. The issue was resolved by reconnecting the cable and confirming normal sound and operation at the picix station. The product is back in service.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that user was unable to hear any alarms. The device was in clinical use on a patient at the time of the event. No adverse event was reported.